Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
Additional information received indicates that the patient was seen in clinic and a ble reset performed to resolve the issue. There were no patient consequences.